Manufacturer narrative:
(B) (4).

Event description:
It was noted that the last recharge was between (B) (6) and (B) (6). There were coupling and/or communication issues. After the antenna locator was used, interrogating with the clinician programmer showed a discharged implantable neurostimulator (ins) screen. A power-on-reset (por) condition was also noted. It was noted that the device was 1/4 solid when it was attempted to clear the por. After cleaning the por, the ins battery dropped again. Additional info has been requested from the hcp, but was not available as of the date of this report.